Event description:
The customer reported that a baby's bp had dropped to 32 and did not alarm, however, further discussion with the field service engineer (fse) determined that it was actually the spo2 that had dropped to 32.

Manufacturer narrative:
The customer reported that a baby's bp had dropped to 32 and did not alarm, however, further discussion with the field service engineer (fse) determined that it was actually the sp02 that had dropped to 32. The logs were received for review from the fse. A phillips clinical specialist (cs) reviewed the logs which indicated that deat alarms did occur from 12:38 pm for monitor 8 in 2008. None of the desat alarms show a value in the 30s, however, per the cs, the 12:36:38.625 is an alarm reminder and would not document the value in the log since it was a continuing condition. The only way a value could be confirmed/known during the alarm reminder is if the customer had strips for the time period in question, which unfortunately were not available. The fse stated that he had tested the bedside device and the central station and found no issues. Based on the available information, no device malfunction can be supported. This will be considered a user misunderstanding of alarm reminder behavior. No further investigation or action is warranted.